Manufacturer narrative:
Block b3: exact date unknown, event occurred several months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient has not been able to hold reliable charge and increased charging frequency. The patient underwent an implantable pulse generator (ipg) replacement procedure. The explanted device was not returned. No further information has been obtained.